Event description:
A report was received that the patient was experiencing left rib pain even when the stimulation was turned off. The physician believed that the pain was procedure related and not device related. The patient had an intercostal nerve block and was given gabapentin. The patient was reportedly doing well.